Event description:
It was reported that after a da vinci si prostatectomy procedure, the surgical staff found a jagged wire on the fenestrated bipolar instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed without a backup instrument and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a frayed drive cable on the returned instrument. The conductor wires were intact and undamaged but the drive cable is frayed. One grip close cable was frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reportable malfunction, if to reoccur, could cause or contribute to an adverse event.